Event description:
It was reported that fluoroscopy shows the left ventricular (lv) lead had dislodged with the tip of the lv lead stuck at the ostium of the coronary sinus. The patient complained of worsening heart failure since last generator change. The lv threshold rose quickly post change out to the point of no capture at all. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).